Manufacturer narrative:
A ge rep evaluated the system and repaired a broken wire in the interconnect cable. System operates as intended. This MDR is related to ge healthcare.

Event description:
The customer reported the system shuts down when the monitor cart is moved. No pt injury was reported.